Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for two patients. The customer re-ran the samples on and the results were lower than the initial results. The initial erroneous results were reported outside the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse performed system check and it passed specifications. The a high sensitivity (hs) system check was performed and passed specifications. The fse performed a carryover test and it failed specifications. The fse noted that the teflon was recessed inside the sample probe. The fse replaced the sample probe and performed alignments. Then the fse performed carryover test and system checks that passed specifications. The fse verified the instrument per established procedures. Hardware is the root cause for this event. MDR # 2122870-2008-163 documents the results for patients 1. This is 2 of 2 separate MDR reports related to 2 patient events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2008-00163 and 2122870-2011-04555 for all related event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.